Manufacturer narrative:
Tandem¿s t:slim pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered 30.2 units of insulin while still being connected to the pump during the fill tubing process. The customer reported that her husband was with her and that her health care provider would be contacted to discuss how to correct for the 30.2 units of insulin being accidentally delivered. The customer's blood glucose (bg) level was 218 mg/dl. Reportedly, the customer did not have any issues with bg dropping low. The customer declined to speak with health care provider regarding potential low bg.